Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called in to report that the insulin pump alarmed no delivery and motor error. The customer's blood glucose level was 488 mg/dl. During troubleshooting, the customer performed the displacement test and the alarm did not continue. The customer was advised to monitor the device and call back if problems persisted.